Event description:
It was reported that the em2400 valve set had air intake problems. The issue was discovered when the valve block was connected for use as a disposable of the baxa compounder. The suction of air was detected after installation on the machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 30, 2022 - september 01, 2022. H10: the device was received for evaluation. An unaided visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing valve set sample onto a compounder and a lipid leak was not observed during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted